Event description:
It was reported to manufacturer that the site's hand held screen was continually freezing following successful interrogations. The flashcard was removed and reinserted, which temporarily resolved the freezing screen. The site requested a new device be sent in replacement. The non-working device has been returned to manufacturer and analysis is underway.